Event description:
Information received by medtronic indicated that system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection) occurred during a cryoablation procedure. The cryoablation procedure was completed and there were no patient symptoms or complications related to the event. When the device was returned, pressure testing revealed a leak through the guide wire lumen. Reportable based on analysis completed on (B)(4) 2014.

Manufacturer narrative:
The returned device and was visually inspected and functionally tested. Failure files confirm system notice message 50005 "leak detection" for the date of case. Smart chip verification indicated the catheter was used for 4 injections. Visual inspection showed that there were traces of blood inside the balloon. Pressure test revealed a leak through the guide wire lumen, however, the balloons integrity was intact; no breach observed. Dissection showed a guide wire lumen kink and breach at 2.26 inches from the tip. An internal CAPA has been initiated to investigate the condition of guide wire lumen breach found. This report will be recorded and trended.